Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that operational checks are intermittently failing on the device. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the operational checks are intermittently failing (charge shock error). There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the remote support engineer determined this was a malfunction with the defibrillator capacitor assembly. The engineer provided a quote to the customer for a replacement defibrillator capacitor assembly; however, no purchase order has been provided at this time and the quote expired. The device remains at the customer's site. No further action is warranted at this time.